Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Insulin pump was dropped prior to the reported event. Customer stated that she took battery out and then screen went blank. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated display was blank currently. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did return after insulin pump restart. It was unknown whether the stuck button alarm resolved or not. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.